Event description:
A pt reported they were unable to obtain a blood glucose result due to their meter prompting "clean test area" message. No comparison was made between any other meter. Treatment and symptoms are unknown. No further info has been reported.